Manufacturer narrative:
The potential patient treatment delay happened as the system was unable to scan. No repeat imaging was necessary. We've implemented corrective measures to mitigate risks and prevent errors. Daily calibration and quality assurance testing on the system were completed without any issues. No patient harm or other issues were reported.

Event description:
The system shuts down during exams, which caused a delay in the patient's treatment.